Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on april 20, 2017, omsc confirmed that the coating on the outer surface of the jaw was worn and partially came off. There were contact marks on the probe and the non-insulated part of the grasping section due to contacting with each other. The ptfe pad of the subject device was partially worn. The short circuit error occurred when an operator output in seal mode with the grasping section closed. The manufacturing record was reviewed and found no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The short circuit error is likely due to the cause as below: the ptfe pad was partially worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut) or with grasping tissue and twisting the device. Since the ptfe pad was partially worn, the probe contacted with the non-insulated part. The error occurred when the user output in seal & cut mode or seal mode with the probe contacted to the non-insulated part. The instruction manual of the device has already warned as follows; warnings: when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During an uncertain procedure, the subject devices was used. Short circuit error occurred. The procedure was completed with a similar device. There was no patient injury reported. On april 20, 2017, olympus medical systems corp. (Omsc) confirmed that the coating on the outer surface of the jaw partially came off.